Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by med information received by medtronic indicated that the insulin pump was over delivering the insulin. Customer experienced low blood glucose value and treated with food. The customer alleges that the insulin pump was over delivering because blood glucose was dropping very fast. The insulin pump will be and reservoir ill not be returned for analysis.